Manufacturer narrative:
H6: the devices were not returned for review; but photos of patient x-rays and devices were sent which confirmed the devices to be in the condition described in the event description. The photos reveal the devices have disassociated in vivo.

Event description:
It was reported that the patient underwent a surgical procedure on the shoulder. Allegedly the patient was presented to the doctor after having surgery at mayo. The patient had a stem and a stryker glenosphere, the stem was mechanically unconnected and the tray/poly was "spinning" when the patient moved their shoulder. All implants were explanted, cultures were sent for testing, infection was determined.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure on the shoulder. Allegedly the patient was presented to the doctor after having surgery at mayo. The patient had a stem and a stryker glenosphere, the stem was mechanically unconnected and the tray/poly was "spinning" when the patient moved their shoulder. All implants were explanted, cultures were sent for testing, infection was determined.